Manufacturer narrative:
(B)(4). Batch # t92f8m. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows an applier of jaws area and a tyvek behind of it from top view. The jaws appear to be separated of shaft. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the el5 ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 9 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number (t92f8m), and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number (t92f8m), and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, during firing clip didn't come out. Clip was stuck at the tip of the gun. There was no delay to the surgery. Replaced with a new ligamax device to successfully complete the procedure. There were no patient consequences.